Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and the therapy was exhausted in ventricular tachycardia (vt) zone. Boston scientific technical services (ts) reviewed data that lead to shock and verified no atrial events. Ts discussed device reprogramming that is appropriate for the patient. Additional information indicates that the device was reprogrammed and there were no adverse patient effects noted. The ICD remains in service. No adverse patient effects were reported.